Event description:
Device was shocking user. It was painful. User also experienced an increased heart rate when they used the pill (thermogenic formula) that comes with device. User tried to contact MFR but was unable to. The telephone number on the box (1 800 332 1088) is an FDA number.